Event description:
It was reported that the pulse oximeter's display was not working correctly. During a follow-up with the reporter, the device was found to display missing segments. There was no report of patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A customer service engineer (cse) inspected the device and confirmed the reported event. The cse replaced the front printed circuit board (pcb). The device was then found to operate to manufacture specifications.